Event description:
Report #2 of 2 for this event. It was reported a patient underwent a left total knee arthroplasty. The patient's left knee is unrevised at time of reporting. Subsequently, approximately eleven (11) years, later the patient has filed legal documentation and alleges experiencing significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection. No further patient impact was reported. No additional information is available.